Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d4, serial# (B)(4), implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a rvtip-to-rv coil lead impedance warning was triggered on the right ventricular (rv) lead due to low pacing impedance. The alert was cleared, and the rv lead remains in use. No patient complications have been reported as a result of this event.